Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 172 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified, but the malfunction issue could not be verified; however based on the analysis, the alleged issue could not be verified; however, a different issue was identified.